Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered video connector in fair condition, software version at the current 4.10 version and a faulty patient board, which caused the image problem. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
The customer reported to olympus during preparation for use, a e931(white balance error) displayed on the evis exera iii video system center. Upon inspection and testing of the customer returned device, no image was observed. This report is being submitted as a MDR based on this evaluation result. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and customer follow-up. B5: updated with information received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been nearly 8 years since the subject device was manufactured. The investigation results confirmed no image was caused by a faulty patient board set. There has since been a design change to prevent reoccurrence. Olympus will continue to monitor field performance for this device.

Event description:
Customer confirmed there was no delay and a similar device was used to complete the procedure.